Event description:
It was reported that the 8300 failed co2 calibration test and was showing unknown error. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8300 failed co2 calibration test was not identified during the customer call. Tech recommended to detached 8300 module and 8100 module attached to 8015 device. Then re-started 8015 device by pressing tamper switch, select proceed and external communication to put 8015 to maintenance mode. After re-attached 8300 module and re-open asm v12.5 software and started running co2 test calibration. Issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.